Manufacturer narrative:
.

Event description:
On (B)(6) 2018, this patient underwent endovascular repair of an isolated right common iliac artery aneurysm using gore® excluder® iliac® branch endoprosthesis. After the device was implanted, an aortic molding and occlusion balloon (mob) was used for ballooning at the proximal end. Ballooning resulted in rupture of the right common iliac artery. The reason for the rupture was not reported. A gore® excluder® aaa endoprosthesis aortic extender component was implanted to treat the rupture. The rupture was sealed and the patient tolerated the procedure.

Event description:
On (B)(6), 2018, this patient underwent endovascular repair of an isolated right common iliac artery aneurysm using gore® excluder® iliac® branch endoprosthesis. After the device was implanted, an aortic molding and occlusion balloon (mob) was used for ballooning at the proximal end. Ballooning resulted in rupture of the right common iliac artery. The reason for the rupture was not reported. A gore® excluder® aaa endoprosthesis aortic extender component was implanted to treat the rupture. The rupture was sealed and the patient tolerated the procedure.

Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data - this report is a follow up to MFR. Report # 3007284313-2018-00272 to include the 510k number for this product. G5: 510(k) number: k172567.